Event description:
It was reported through clinic notes that a vns patient was recently diagnosed with sleep apnea and was using a CPAP at night. At the moment, the relationship of the reported sleep apnea to vns therapy is unknown as good faith attempts to obtain further information have been unsuccessful to date.

Event description:
Additional information was received from the treating physician's office indicating that the patient is doing well and the current diagnostics were within normal limits. No further information was received.